Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported system message. There was a bss (balanced salt solution) trail on the receiver mechanism board. The mechanism board was replaced. The 57 psi pressure was found to be unstable. The 57 psi regulator was replaced. The l8 cutter solenoid and cassette seal were also replaced. The system was then tested and met all product specifications. Samples will be returning for in-house evaluation to be performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as a necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
Adverse event(s): "case was not able to be completed" (no code available). Product problem(s): "system message displayed" (device displays error message). A nurse reported a system message appeared during a case. The system was not able to be completed. The system was rebooted and the message was not able to be cleared. There were no patient injuries reported. Additional information has been requested.